Event description:
Pt experienced discomfort os eye after removing lens on 8/14/96. Pt reported to doctor photophobic and red eye. Wearing glasses, dr reporter os corneal infiltrate and administered gentamicin glh. Eye involved; os. Refraction; myopia. Total duration of use(months);17. Number days worn;1. Last visit to practitioner prior to symptoms;11/27/95. Type lens care system used; chemical. Disinfecting system was used. Homemade saline used;no. Number days worn between cleaning and disinfecting;1. Number days worn between cleaning and symptoms;1. Number days between symptoms and calling doctor;1. Self treatment by pt;none. Hand washing before lens manipulation;unk. Ulcer location;2 o'clock 1mm from limbus. Visual acuity before symptoms;20/25. Visual acuity after symptoms; with glasses od 20/20-2/os 20/20-1. Culture; none taken. Results of corneal biopsy and/or scrapings;na. Clinical diagnosis;corneal ulcer.